Event description:
It was reported three tracheotomy cannulas with the same lot number presented an issue where the balloons would deflate approximately 7 to 20 days after use. The nurse sometimes needed to re- inflate every hour. There were no reported consequences to health observed for the patient. Only discomfort for the patient was noted.

Manufacturer narrative:
Please see MFR numbers 3012307300-2018-02485 and 3012307300-2018-02484 for related device incidents. Evaluation summary: visual inspection of the returned device was performed by the unaided eye under normal plant lighting and did not reveal any anomalies. Using a standard syringe, 20 ml of air was inserted into the inflation line; the cuff fully inflated. Following work instruction, wi-10-012 rev 112, the device was leak tested and no leaks were observed. The instruction for use, pkg-dfu-spa-2 rev 003, states: "4.3 use either minimal leak or minimal occlusive volume techniques to establish the cuff and to ensure correct inflation at regular intervals". Silicone cuffs are permeable to air and therefore, subject to slow, spontaneous deflation and require monitoring at regular intervals. The cuffs are not designed to hold air for 7 to 20 days without adjustment. Lot 3178731 for (B)(4) units was released for distribution on 25-apr-2016; there were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the DHR. Based on these results, this investigation did not confirm the complaint or reveal any intrinsic manufacturing defects with the returned device. No corrective actions are planned at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.